Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacture's service center an issue related to the device's blower motor was observed. The device's blower motor was replaced to address the issue.